Manufacturer narrative:
One device was received for evaluation. Functional testing found a damaged air detector. The event history log was reviewed. The review of service history found that there was no indication that the complaint was related to a service of the device within the review period. The air detector was replaced. The unit pass all testing criteria.

Event description:
The device evaluation identified a damaged air detector. There was no patient involvement.